Manufacturer narrative:
The patient did not suffer an injury nor require medical intervention for this blood loss. According to the final clinical report this pt is a long term chronic pt at this facility and has an established heparinization program. The clotting may have been due to the pt's high hemoglobin. No serial number of the machine was provided.